Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump was possibly under delivering insulin due to customer being concerned the pump stops delivering insulin at a certain amount. Customer confirmed the amount of insulin in the reservoir is the same amount on the status screen and there is no history of the pump alerting insulin flow blocked or any other alarms. Customer declined to further troubleshoot. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.